Event description:
It was reported that after 24 hours there was a blockage of the arterial catheter.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section h.6.- device code corrected to 1094. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that after 24 hours there was a blockage of the arterial catheter.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for analysis. Signs-of-use in the form of biological material was observed inside the catheter body and extension line. Visual analysis did not reveal and defects or anomalies of any kind. The catheter body length from the juncture hub to the tip measured 54mm, which is within the specification limits of 52mm-56mm per the catheter graphic. The catheter body outer diameter measured 1.05mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion graphic. A lab inventory ars syringe filled with water was connected to the arterial catheter. The plunger was compressed, and water exited out of the distal end of the catheter. Little to no resistance was observed. A device history record review did not reveal any relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "indwelling catheter should be routinely inspected for desired flow rate, security of dressing, and possible migration. Do not use scissors to remove dressing to minimize the risk of cutting catheter". The IFU also states, "it is recommended to check patency of catheter at least every three hours by delivering a bolus of isotonic saline. It is recommended to use heparinized isotonic saline". The report of a blocked arterial catheter could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. The catheter also met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that after 24 hours there was a blockage of the arterial catheter.